Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings. Blood glucose was 49 mg/dl and sensor glucose was 211 mg/dl. The low reading was treated with food. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was completed for sensor issues. The customer will return the sensor for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.